Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display, sensor updating/sg not available and change sensor. The patient¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The alleged device is expected to be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode unit passed displacement test, rewind, prime/seating test and basic occlusion test. Unit passed self test no unexpected missing segments / partial display anomaly noted. Unit received with cracked retainer, minor scratched display window and scratched case.